Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this event. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation as it remains implanted. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for review. Per the technical summary, the instructions for use (IFU), current risk mitigations that include design and manufacturing controls, and training manuals have been reviewed. There were no inadequacies identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the event for valve stenosis was unable to be confirmed. Due to insufficient information, a definitive root cause was unable to be determined; however, patient factors and/or procedural factors not provided may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information provided. Additional information was received revealing approximately 4 years 7 months post transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, the patient underwent a successful valve in valve procedure to treat the valve stenosis. Post procedure, the patient recovered and was subsequently discharged.

Event description:
As reported by our edwards lifesciences japanese affiliate, approximately 4 years 4 months post transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, progression of aortic stenosis was observed. The maximum aortic jet velocity (vmax) was noted to be 3.4 m/s and the mean pressure gradient was noted to be 30 mmhg. The native annulus area was measured to be 397.8 mm2. There was no transvalvular regurgitation and paravalvular leak (pvl) was observed to be trivial. No information regarding patient symptoms was provided. The patient is planned for a valve in valve procedure.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.